Manufacturer narrative:
Per the tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface.

Event description:
It was reported that intermittent malfunction alarms occurred after the pump was dropped. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 145-151 mg/dl.